Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not used the processor in a year due to unbearable noise. The user was reimplanted.

Event description:
The user has not used the processor in a year due to unbearable noise. The user was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: as per information from the field recipient reported noise when using the device. In addition evoked action potential measurements showed abnormal results. Device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which caused the reported faulty eap measurement results. A contribution of the lower-ohmic connection between coil and reference electrode to the abnormal perception cannot be excluded. Other damages found are related to the explantation surgery. This is a final report.